Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory control clerk - procurement. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: it was reported that upon opening and prep it was noticed that the arteriotomy locator was kinked in area of side holes. A new kit was opened and prepped and the case proceeded without issue. The procedure was a gi bleed procedure. There was no blood loss.

Manufacturer narrative:
One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the locator and the header bag. The device was visually inspected and a kink was noted at the blood inlet hole of the locator. The angio-seal device was returned for evaluation and kink was noted in the locator. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).